Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse checked the dispense and aspirate. The darks counts are good. The background has no signal errors and the relative light units (rlus) are in range. The reagent probe was recalibrated. The 3 and 4 pinch valves were replaced. The fse ran the quality control level 3 fifteen times and the cv was acceptable (2%). The fse ran a patient sample fifteen times and the cv was acceptable (2%). The cause for the false positive total hcg result is unknown. The customer indicated this was an isolated sample. Therefore, instrument involvement is not suspected. The precision done post service indicates overall excellent precision of 2%. Although the customer indicated that sample was in good quality despite some observed lipemia, the initial positive result is most likely affiliated with preanalytical conditions of the sample. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
A false positive advia centaur xp total hcg result was obtained for a patient sample. The result was reported to the physician. The patient sample was repeated within an hour of the initial result and the result was negative. A corrected report was issued. . The customer repeated the patient sample again on the same instrument within two hours of the initial result and the result was negative. A corrected report was issued. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant total hcg result.